Event description:
A customer reported that during a vitreoretinal procedure, they experienced iop (intraocular pressure) issues and the vitrectomy cutter was not working. The customer also reported that the cassette did not prime and a continuous system message displayed. The system was exchanged and the case was able to be completed without harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).